Manufacturer narrative:
(B)(4). Returned for investigation was a 30cc 7.0fr rediguard intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a sealed biohazard bag. Upon return, the one-way valve was tethered to the short driveline tubing. The saf sheath was on the iabc; clear fluid was noted in the sheath sidearm. The bladder was fully unwrapped. The hemostasis cuff was noted disconnected from the cath-gard. Spots of dried blood were noted on the exterior of the sample; no blood was noted within the helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0063in-0.0067in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The iabc central lumen was successfully aspirated and flushed using a 60cc lab-inventory syringe. No blood or debris was noted. The iabc was connected to an iabp with a lab inventory 30cc inflation driveline tubing. The iabc was inserted into the "t" tube and 75mmhg backpressure was applied. The iabc was pumped for a minimum of 15 minutes. There were no alarms triggered. The bladder inflated and deflated completely with each beat. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 9.0cm from the iabc distal tip. The guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "balloon was wrapped to tight and did not want to unwrap" is not confirmed. The returned iabc bladder was fully intact with no abnormalities noted. During the investigation, the iabc fully inflated, and no leaks were detected. The returned device passed visual and functional test specifications. Based on a re-view of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action is required at this time.

Event description:
It was reported "the ballon was wrapped to tight and did not want to unwrap. Performer by the lead physician on the angio table". Additional information states that to continue therapy, the iab catheter was manually inflated. The patient's current condition is reported as "deceased". The user reports that the device has "nothing to do with the death". The patient's cause of death is reported as "myocardial infarction".

Event description:
It was reported "the balloon was wrapped to tight and did not want to unwrap. Performer by the lead physician on the angio table". Additional information states that to continue therapy, the iab catheter was manually inflated. The patient's current condition is reported as "deceased". The user reports that the device has "nothing to do with the death". The patient's cause of death is reported as "myocardial infarction".

Manufacturer narrative:
(B)(4).